Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case the valve was deployed in a too aortic position causing paravalvular leak [pvl] and second valve was deployed in order to mitigate the aortic insufficiency. Per report, prior to the case transesophageal echocardiogram [tee] measurements were reviewed and a severe septal bulge was noted. Both physicians were advised of the possible movement aortic of the valve during deployment, and verbalized understanding of such. During initial valve deployment, the valve moved aortic and was deployed too high; 80:20 aortic. Moderate pvl was noted on tee. The valve was seated too high, and the team agreed that placing a second valve was necessary. A second valve was positioned lower, but moved aortic during deployment. The second valve was deployed 65:35 aortic. After the second valve was deployed, pvl was reduced from moderate to trace. Peak gradient pre-procedure was 36mmhg, and was reduced to 5mmhg post second valve deployment. The patient was continually hemodynamically stable during the entire procedure. The patient was discharged to the cvicu in stable condition. The aortic movement of the valve during deployment was attributed to the severe septal bulge. The pre-deployment position for the first valve was 50:50 aortic. The native valve/leaflet and aortic root calcification was described as moderate; there was mild mitral annular calcification; and severe ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 24.6mm and sov diameter was 29.2mm. The patient¿s ejection fraction was 70%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic insufficiency are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors [i.e. Severe septal hypertrophy] likely caused or contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence the event was due to dysfunction of the sapien valve or the ascendra 3 delivery system the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.